Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue: based on the data logs and clinical information the root cause of the optical sensor issue is due to material wear at 17 days which is within the intended design life. Pump suction: the root cause of the pump suction reported on is due to material wear of the optical sensor. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient had a 22 day support with an impella 5.5 pump after being admitted in with cardiac co-morbidities post covid. The patient has cardiomyopathy and is on united network for organ sharing transplant list. During the 22 days of support, the pump had suction and optical signal issues. The pump was explanted on day 22 and the patient survived.